Manufacturer narrative:
Batch review performed on (B)(6) 2025. 02.09.0217h gmk-hinge tibial insert - size2 - 17 mm (k130299) lot 2336372: (B)(4) items manufactured and released on 27-11-2023 expiration date: 2028-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 02.09.he17 gmk-hinge post extension 17 mm -tinbn coated (k210010) lot 2429181: (B)(4) items manufactured and released on 03-02-2025 expiration date: 2030-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 months from primary, the patient came in due to signs of an infection and the cause is unknown. The surgeon revised the insert and post. The surgery was completed successfully.